Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by (B)(4) in (B)(6). The investigation determined that the single occurrence battery inoperable error message was due to a software timing issue between the internal battery and the charger circuit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. This error message will not affect ventilation as the device will continue to provide treatment. Resmed reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).